Manufacturer narrative:
(B)(4). Date of the event onset was reported as an unreported date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. On an unknown date in the same month as the event onset, patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. On and unknown date the following month; the patient was discharged from the hospital. At the time of this report, patient had recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.